Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced syncope. The right atrial (ra) lead exhibited under sensing during atrial arrhythmia. At device classified termination of events, arrhythmia appears to continue due to possible atrial under-sensing. Atrial lead position check failure was observed on the lead. The lead remains in use. Due to the limited information received, further follow-up to obtain related details was not possible.